Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced melena stools for approximately one week along with fatigue, presyncope, and shortness of breath for the past couple of days. Anticoagulation medication at the time of the event included aspirin and warfarin. Laboratory test results indicated decreased hemoglobin with a reading of 7.1 g/dl. The patient was further admitted following laboratory work in correlation to a syncopal episode on (B)(6) 2019 that likely induced the patient's fall and possible head injury. There were no residual symptoms from the fall. During the admission, two (2) units of packed red blood cell (prbc) were transfused in a 24 hour period. The patient was subsequently transferred to another facility for further monitoring and assessment for possible gastrointestinal bleeding. An esophagogastroduodenoscopy was performed with no source of the bleeding identified. As of (B)(6) 2019, no further melena stools observed. A head CT scan showed no trauma/intracranial abnormalities. No additional information was provided.

Event description:
On (B)(6) 2019, the patient experienced a decrease in their hemoglobin level to 6.9g/dl. The patient was given 1 unit of red blood cells.